Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report: (B)(4).

Event description:
It was alleged by the plaintiff's attorney that after the implant plaintiff experienced emotional distress, a problem with the product, recurring incontinence and required a surgical revision procedure. Related to MFR report: 2183959-2013-00075.